Event description:
During broaching phase the mobile peg of the broach handle broke. The broken peg remained into the broach. The surgery was completed successfully removing the broach with another instrument and without consequences for the patient. MFR ref#: 3005180920-2015-00049.